Event description:
Treatment of an aneurysm. During the procedure, it was reported that the coil got stuck in the microcatheter. Upon retrieving the coil from the microcatheter, it was found prematurely detached. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).